Event description:
Procedure performed: ni. Event description: translation description of the facts: malfunction of the device, the coagulation was activated without the surgeon pressing the button. Change of device (same batch number): no problems. The incriminated device is at your disposal for expertise. Original description des faits : dysfonctionnement de la pince, la coagulation s'activait sans que le chirurgien appuie sur le bouton. Changement de pince (même numéro de lot): pas de problèmes. Le dispositif incriminé est à votre disposition pour expertise. Intervention: change of device. Patient status: no patient injury has been reported.

Event description:
Procedure performed: ni. Event description: [translation] description of the facts: malfunction of the device, the coagulation was activated without the surgeon pressing the button. Change of device (same batch number): no problems. The incriminated device is at your disposal for expertise. [Original] description des faits : dysfonctionnement de la pince, la coagulation s'activait sans que le chirurgien appuie sur le bouton. Changement de pince (même numéro de lot): pas de problèmes. Le dispositif incriminé est à votre disposition pour expertise. Intervention: change of device. Patient status: no patient injury has been reported.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the returned unit; it was observed that the device would unintentionally deliver rf energy due to the damaged snap dome, a metal component in the fuse switch. Therefore, the complainant¿s experience of unintended rf energy was confirmed. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the damaged snap dome.